Manufacturer narrative:
Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data logs. The cause of the renal failure issue could not be determined without sufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the aorta in a 70-year-old male patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on a cardiopulmonary bypass, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), the creatinine was noted to be at 1.98. Acute kidney injury (aki) likely to be multi-factorial. The patient was on aggressive diuresis with a lasix drip at 23mg/hr. In addition, the patient was also on extracorporeal membrane oxygenation (ECMO) and the plasma free hemoglobin was noted to be at 120. The team believed it was likely related to hemolysis due to clotting in the ECMO oxygenator. The patient was decannulated and the pfh down trended to 60. Fourteen days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.3l/min as intended. Renal failure is a known adverse event associated with impella's mechanical support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.